Manufacturer narrative:
Findings: no allegation of device malfunction. The doctor attributed the perforation four days later to the condition of the pt's tissue.

Event description:
Four days after a transoral incisionless fundoplication (tif) procedure, the pt was admitted with an esophageal perforation. A company trainer was on site during the procedure and indicated the pt's stomach tissue was very strange. The tissue had a weird look and texture to it. The procedure was completed successfully. It was the surgeon's belief the condition of the tissue had something to do with he perforation. There was no allegation of device malfunction.